Event description:
A caller reported a cartridge alarm during the load process of their insulin pump, indicating an issue with consecutive cartridges. The customer's blood glucose level did not exceed 500 mg/dl and there was no adverse impact. Technical support confirmed the pump was still under warranty and arranged for its replacement, advising the caller to switch to backup therapy using multiple daily injections (mdi) to ensure insulin delivery. A new pump with updated software would be provided, and the caller was informed about necessary steps including storage mode setup and return logistics for the malfunctioning pump.